Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pink slide did not move forward as intended during activation. The pod had a communication error. Blood glucose levels reached 293 mg/dl. A new pod was then activated.

Manufacturer narrative:
D4 updated - expiration date 1/28/2022 d4 updated - unique identifier (UDI) # (B)(4) h4 updated - device mfg date 7/28/2020 lot no updated pd1c07282031.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The slide insert was visible in the top housing viewing window. After investigation of the needle mechanism components, no issues were found that would result in a needle mechanism failure. The device ran for 779 pulses and was deactivated by the user. Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined.